Event description:
Device report from synthese (B)(4) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation for fracture of left distal radius. The surgeon drilled the screw hole at the distal portion of the plate by the drill bit using guiding block and a quick drill sleeve, then inserted a screw. After that, when the surgeon was drilling another hole by the drill bit using a drill guide, the drill bit broke and the broken part was left in the patient¿s body. The surgeon removed the broken part of the drill bit by forceps. It was confirmed by image intensifier that there was nothing left in the body. The surgeon used another drill bit and completed the procedure and surgery successfully with a less than thirty (30) minutes delay. This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation for fracture of left distal radius. The surgeon drilled the screw hole at the distal portion of the plate by the drill bit using guiding block and a quick drill sleeve, then inserted a screw. After that, when the surgeon was drilling another hole by the drill bit using a drill guide, the drill bit broke and the broken part was left in the patient¿s body. The surgeon removed the broken part of the drill bit by forceps. It was confirmed by image intensifier that there was nothing left in the body. The surgeon used another drill bit and completed the procedure and surgery successfully with a less than thirty (30) minutes delay. This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9 h3, h4, h6: part 310.509, lot 77p0636: manufacturing site: bettlach. Release to warehouse date: november 19, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that drill bit has a broken condition, no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition drill bit in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawings reflecting the current and manufacture revision were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit. While no definitive root cause could be determined, it is probable that the drill bit was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.